Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display. Her blood glucose was 132 mg/dl. She changed her battery and reservoir this morning and had no issues at that time. Fifteen minutes prior to the call, she noticed that the pump was blank. She put in another battery and the pump began to beep but there was nothing on the screen. The customer said that the battery cap was damaged and mentioned that she needed another belt clip. During blank display troubleshooting, she said there was a crack on the right hand corner of the screen to the top of the pump and is not sure how it got there. The customer is not calling back after receiving a new battery cap. She was advised that the pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She said that she did not have another form of back-up and would be continuing to use the pump if she couldn¿t get in touch with her doctor. The insulin pump is being returned for analysis. The belt clip is not being returned for analysis.